Event description:
The nurse stated a system message displayed before surgery. The surgeon was unable to clear the system message. The case was delayed 1.5 hours, unit the company service rep came to service the system. The pt was already prepped for surgery and the incision had been made. The pt's eye was bandaged while the system was serviced. The case was then completed without further incident. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system. The footswitch was replaced and will be sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).